Event description:
I had aquamid injected into my upper lip about 10 years ago. Initially I did not have any problems, but after a couple of years the injection site started to swell up. Since then my upper lip is hard and stiff. I had 2 surgeries by famous plastic surgeons to remove the material from my upper lip. Unfortunately, neither of them was successful. I also had plastic surgeon try to squeeze the material out, which did not bring any improvement to my appearance. I am suffering every day because I look weird. My upper lip is swollen and hard and I cannot even normally smile. My lip is deformed and it looks bad. I have been through a series of steroid injections, because a dr who is treating me right now diagnosed foreign body granuloma. Steroid injections have unfortunately many side effects and still until now there is not much improvement. Aquamid destroyed my life by destroying my health and appearance. I am depressive, because after 6 years of struggle to look and feel normal again, I am loosing hope that I will ever succeed. Aquamid is not possible to remove because it integrates with the tissue and makes the body develop defense reaction by building up granulomas to wall off aquamid from the tissue. I regret so much injecting aquamid! I have been through unbelievable stress and obviously I cannot hope for improvement. Do not ever have aquamid injected because its side effects are devastating. Dose: 2 ml. Reason for use: lip augmentation.